Event description:
Pt had left bilateral total knee arthroplasty done in december 1987 at another facility. She is now having difficulty, pain in the anterior aspect, crepitation, and discomfort around the patella. She was admitted for revision of implant. Patellar component was found to be loose and was replaced.